Manufacturer narrative:
Reported agent in the us notified on (B)(6) 2015. Manufacturing site investigation: clips nor applier were supplied for investigation. Batch number was not provided; no review of manufacturing history is possible. Based on information provided, root cause can not be determined.

Event description:
Country of complaint:(B)(6). Postoperative identification of challenger clip in the patients body. Clip noticed by x-ray. Surgery being performed was prostatectomy, surgery lasted 60 minutes. Surgical delay greater than 15 minutes. Additional operation necessary to remove the foreign body. Component in use: pl215r / clip applic.d:5/31mm f.clip pl572t.